Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. After replacing the device's system pcb assembly, proper device operation was observed through functional and performance testing. The device was returned to the customer for service.

Event description:
A customer contacted stryker to report that their device unexpectedly shutdown after and would not power back on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.